Event description:
Reportedly, when an attempt was made to deliver defibrillator therapy to the patient, the device would not recognize paddles connection. A backup lifepak 10 defibrillator/monitor was made available, but the patient ECG self-converted to a normal sinus rhythm and defibrillator therapy was no longer needed. Patient outcome was not known, but the reporter stated there was no adverse affect to the patient resulting from the discrepancy, due to availability of the backup device.